Event description:
In 2006. Nellcor puritan bennett received a report of cuff inflation issues on a fenestrated tracheostomy tube. The caller reported that during surgery, the cuff was leaking air into the oral cavity. No further information was provided. It is not known whether the patient was re-intubated during surgery.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report are not available for evaluation.